Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair, an expressew iii needle tip was broken upon inspection prior to closing. They were unable to visualize broken tip arthroscopically. Interventional imaging was done, and needle was seen. It was unable to retrieve broken tip out. Broken tip was left in the patient. No further intervention planned to remove tip. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the needle was broken on the distal tip. The document "evidence photo-(B)(4)¿ was attached to see the differences between a new needle and the broken needle reported. The photo provide evidence of damage in the needle, therefore the complaint reported can be confirmed. Hands on complaint device should provide more evidence to be able to discern a root cause, however, device reported was discarded. It has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [55221] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device [55221] number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2020, it was observed that the expressew iii needle tip broke upon inspection prior to closing. They were unable to visualize broken tip arthroscopically. An interventional imaging was done and needle was seen; however, the broken tip was unable to be retrieved. There was a surgical delay of 60 minutes. The broken tip was left in the patient and there was no further intervention planned to remove the tip. The patient was discharged. There were no patient consequences reported. No additional information was provided.